Manufacturer narrative:
H.6 investigation summary : bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for overfill with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® k3e 7.2mg plus blood collection tubes had an issue with overfill. The following information was provided by the initial reporter: ¿we have problems with edta tubes, they are overfilled and are rejected by the automat".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® k3e 7.2mg plus blood collection tubes had an issue with overfill. The following information was provided by the initial reporter: ¿we have problems with edta tubes, they are overfilled and are rejected by the automat".